Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported ventricular oversensing could not be conclusively determined. (B)(4).

Event description:
During follow-up, episodes of isolated ventricular oversensing was noted. No further intervention was performed, the patient will be monitored. The patient is stable.